Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
During visual inspection of the returned product damage to the meter casing was identified. Lcd is a result of user impact. Due to the damage the meter was unable to be powered on. Observed cracked in lcd. Based on the visual inspection the cause was determined, crack is consistent with the meter being subject to hard impact such as being dropped or sat on. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. (Addtl mfg narrative) was incorrectly documented in follow-up report #2. Has been corrected.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
During visual inspection of the returned product damage to the meter casing was identified. Pry marks were observed on the casing near the test strip port, which resulted in the meter¿s casing separating. Due to the damage the meter was unable to be powered on. Based on the visual inspection the cause was determined to be inappropriate use and maintenance of the device. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
During visual inspection of the returned product damage to the meter casing was identified. Lcd is a result of user impact. Due to the damage the meter was unable to be powered on. Observed cracked in lcd. Based on the visual inspection the cause was determined, crack is consistent with the meter being subject to hard impact such as being dropped or sat on. No product deficiencies were identified. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. (Date received by mfg) was incorrectly documented in follow-up report #3. The correct date is december 11,2018.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.